Manufacturer narrative:
(B)(6). Shoulder arthroplasty for fracture: does a fracture-specific stem make a difference? Clinical orthopaedics and related research 469 (12): 3317 - 3323. This is the final report submitted regarding this surgical event and medical device.

Event description:
One infections after fracture specific stems was treated with implant removal, antibiotic spacer placement and second stage reverse total shoulder arthroplasty.